Event description:
It was reported that the cassette not attached during pre-test. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported problem was confirmed. The cause was identified to be a defective downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.